Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. Latest preventive maintenance visit performed and system met specifications as per sir (service installation record). The root cause for the buttonhole is unknown, but since clearly air was present under the patient interface, migrating as the laser started to create flap, it was not caused by laser. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with button hole defect in the left eye during flap creation procedure. During flap creation there was undesired bubble appeared just before the laser started to create the flap bed. The initial bubble created in the channel was placed between cornea and applanation cone, due to that button hole was created in the flap. Additional information has been requested.